Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient contacted beta bionics to state she was out of supplies after only receiving a welcome package from her distributor, and a goodwill order with overnight shipping was provided along with the distributor¿s contact information; the patient reported a blood glucose of 240 mg/dl without symptoms, uses multiple daily injections, and uses inset 23"-6 mm infusion sets, with the medical device problem characterized as insufficient information and the device component also unspecified due to insufficient information. Investigation of this case revealed no findings available, and the cause and component could not be established due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.